Manufacturer narrative:
On (B)(4) 2015, the customer observed a leak in tubing through pinch valve pv27. The customer was able to replace the tubing before service arrived. The instrument ran without leaks after the replacement. The repairs were verified per established procedures. (B)(4). The customer was able to fix the leak.

Event description:
The customer reported an uncontained diluent leak of about 0.5 ml from tubing in pinch valve pv27 on the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.